Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Device not returned.